Manufacturer narrative:
This supplemental report is being filed to update b5 and h4, and h11. Based on the results of the investigation the root cause could not be identified. The probable cause of the tip and forceps stand being burnt is: although it was not possible to determine the cause of the occurrence from the information obtained, it is possible that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): tjf-q290v operation manual [chapter 4 operation_4.3 using endotherapy accessories] should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope the forceps stand was burnt, and the adhesive area of the illumination lens is peeling off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a burnt metal tip. There was no patient involvement.